Event description:
The customer reported via phone call that they had tiny air bubbles in their reservoir. Customer stated they were unable to resolve the air bubbles by shaking the reservoir or by pushing the air bubbles out. Customer's blood glucose was unknown. The customer stated they have had issues with air bubbles int he past. Troubleshooting did not occur as the customer was not connected to the infusion set. It was also found the customer's insulin was not stored at room temperature. Customer was assisted with filling their reservoir at the end of the call. The reservoir will into be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.